Manufacturer narrative:
Patient date of birth and weight are not available for reporting. Device is not expected to be returned for manufacturer review/investigation. Implants were discarded by the hospital. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, the patient underwent a posterior lumbar revision procedure for adjacent level disc disease at an unknown level with an unknown matrix construct. During the procedure, a t-handle t25 stardrive shaft matrix-long tip broke when attempting to remove a locking cap. An additional t-handle t25 stardrive shaft matrix-long tip broke when trying to remove another locking cap. In addition, the holding sleeve for matrix-long tip broke when removing a screw. All fragments were easily removed with no additional medical intervention. Alternate instruments were used. The hardware was removed and the patient was revised to new hardware. There was no patient harm or surgical delay. The procedure was successfully completed. Patient outcome is stable. The patient was implanted with the unknown matrix spine system at unknown levels on an unknown date. Intraoperative instrument malfunctions are reported and captured under linked (B)(4). This report is for one (1) unknown matrix spine system. This is report 1 of 1 for (B)(4).